Event description:
Additional information reported patient developed several granulomas three months after the injection and was treated with antihistamines and corticosteroids for 5 days. Biopsy was not provided. Symptoms ongoing.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, h6.

Event description:
Healthcare professional (hcp) reported that patient was injected with 2 ml juvéderm® volite in each cheeks. Three months later, patient experienced with subcutaneous granuloma (>10 granuloma per side) appeared on the face. Symptoms are ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.